Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clip applier was firing the clips but they were not firing straight and were almost crossed over. This happened several times, also tried outside of patient and same thing happened. No patient consequences were reported.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. In addition the device locked out as intended. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: please describe what is meant by they were not firing straight and were almost crossed over? Legs of the clips were not aligned, they were crossed over slightly. Was the device feeding more than one clip at a time? No. Were the legs of the clips crossed over each other? Yes. Which firing of the device did this event occur on? First 3/4. What vessel or structure was the device fired on at the time of the event? Cystic duct. Was the clip fully advanced into the jaws prior to firing? Yes. Was there any torquing or twisting of the device present at the time of firing? No. Was any unexpected resistance felt while firing the trigger? No. Were any unexpected noises heard? If so, when? No. Did anything unexpected happen prior to this incident? No. Was the device fired after this incident in or out of the patient? Yes, we tried it outside of the patient on some gauze and it appeared some were firing ok but some were still firing with the legs slightly crossed over.